Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure, a polarxfit balloon catheter was selected for use. During the rewarming of the balloon, after the second cooling in the left inferior pulmonary vein (lipv), the balloon deflated in its own and then immediately reinflated. The balloon was still cyroadhered when the deflation occurred. It was noted that there was no sound from the console at the time of deflation. There were no significant changes in temperature due to the deflation that were observed during rewarming phase. The procedure was successfully completed. No patient complications occurred. Upon review of the fluoroscopy video during and after the case, the consensus was the balloon had indeed deflated. The patient's activated clotting time (act) was more than 300 seconds. The device is not expected to be returned for analysis.